Event description:
New information received notes x-ray revealed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER after receiving therapy. Noise, high capture threshold and low sensing were observed. The lead was capped and replaced.